Event description:
It was reported that the hcp thinks the pt has a granuloma (symptoms unknown). Troubleshooting to confirm the diagnosis was being considered by the hcp. Attempts to follow-up with the hcp's listed in the MFR's device registration system have been unsuccessful.